Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that a prolieve thermodilation system was used for the treatment of bph (benign prostatic hyperplasia) on (B)(6) 2008. According to the complainant, the prolieve console system hung during heating exchange cartridge (hxc) filling cycle.

Manufacturer narrative:
The reported condition was confirmed. The device reboot and system hang resulted from a faulty motherboard. Replacement of both motherboard and physitemp sensors #1 and #4 corrected system issue. (B)(4).